Event description:
Per an article in the acta otolaryngol it was reported that the device was explanted (date not reported) due to extrusion of the electrode array.it is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4): device not received by manufacturer.